Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported the device cannot discharge. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if the treatment was interrupted. Additional information has been requested. No direct adverse event to the patient or user was reported.

Event description:
The customer reported the device cannot discharge. This report has been updated from a serious injury to a non adverse event as additional information received clarified there was no patient involvement. The issue occurred during testing.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.